Manufacturer narrative:
The complaint sample was received incomplete (no white teflon sleeve) at viant for evaluation and the reported event was confirmed. The received straight reamer handle (srh) was attached to a power tool and rotated. The srh did not rotate concentrically as intended. Upon closer examination, it was observed that the power adaptor was slightly bent off-axis, leading to the device rotating eccentrically. There was wear on the power adaptor consistent with intended use, and there was deformation in the form of gouges and dimples that are not consistent with intended use. The power adaptor may have been attached to an incorrect power tool (not provided by viant) or attached incorrectly to a power tool (not provided by viant), as indicated by some of the unintended deformation, however that is unknown. Regardless the bent power adaptor is not consistent with intended use and is the result of an overload of force. Other observations: there were signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample; there was some deformation in the form of scratches and gouges observed on and around the reamer attachment coupling that are not consistent with intended use; the returned complaint sample was etched per applicable drawings; no discrepancies were discovered during review of production records. In conclusion, the reported event is confirmed and is attributed to a bent power adaptor. The deformed adaptor is attributed to an unintended overload of force. The complaint sample also showed many signs of wear. No further investigation with regard to this complaint is required. Codes updated based upon complaint investigation.

Manufacturer narrative:
The complaint sample was not received for evaluation. Once the device is received and the investigation is completed, a follow-up medwatch 3500a emdr will be submitted. Complaint information received from distributor zimmer biomet; foreign as the reported event occurred in (B)(6).

Event description:
It was reported during a hip procedure that the reamer was reaming elliptically rather than in a circle. The procedure was completed successfully with another device. No adverse events nor patient harm were reported as a result of the malfunction.